Event description:
Caller reported aviva blood glucose results of 212 mg/dl, 73 mg/dl, 83 mg/dl, 173 mg/dl, and 193 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.